Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced asystole episodes due to undersensing. The cause of undersensing was from the r-wave dynamic range being set very low. The physician tried to resolve the issue by lowering device settings. Several final programming adjustments were suggested. So far the issue has not been completely resolved as the number of wrong asystoles decreased. The patient's condition was not affected by the issue.